Manufacturer narrative:
Initial.

Event description:
It was reported that the customer¿s final insulin cartridge began leaking inside the ilet cartridge compartment, evidenced by insulin odor and visible moisture that the customer removed with a cotton swab; the customer confirmed correct loading sequence, no overfill, and plans to switch to a new box and lot. No adverse clinical symptoms reported, and blood glucose remained unaffected. Outcomes included no clinical impact, no alerts or alarms, and no need for medical care. Customer care provided support that included troubleshooting and user education performed by phone. Investigation of this case revealed a suspected cartridge leak consistent with a cartridge component issue and leakage within the pump cartridge bay, with no device alarms and no impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was an apparent cartridge integrity or seal issue limited to the reported lot.